Event description:
It was reported that one of the patient's leads migrated and the other was not providing adequate relief (related manufacturer reference number: 3006705815-2024-06063). As a result, both leads were replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.